Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The irregular texture and resistance with the balloon catheter were unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a left internal mammary graft to the right coronary artery. The coating on the guide wire was scratched and felt rough 50 cm distal to the proximal end of the guide wire. There were several balloon changes during the procedure; however, it was not possible to advance a dilatation catheter over the guide wire and it became stuck and could not be removed. The dilatation catheter and guide wire were removed together. An unknown guide wire was used successfully to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.